Event description:
A medtronic representative reported that, while in a spine fusion procedure, a spine clamp became stripped when being tightened with a clamp driver. The surgeon used a different instrument to tighten the spine clamp and the surgery proceeded to completion with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not made available from the site, per neuro coordinator. RMA issued. Replacement spine clamp shipped to site (B)(4) 2013. Suspect instrument not returned to manufacturer for evaluation.